Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On (B)(6)2019, 3016 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3016 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 867691) for female sterilisation. The patient had a medical history of gravida ii, abnormal uterine bleeding, pelvic pain and multiparous. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3016 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy,uterosacral colpopexy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 3 rings present on the right, 2 rings present on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.14 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: severe squamous dysplasia, completely excised. Endometrium: secretory phase. Myometrium: no specific pathology. Fallopian tubes: no specific pathology. Clinical information uterus, bilateral tubes. Pre-operative diagnosis: abnormal uterine bleeding. Post-operative diagnosis: abnormal uterine bleeding. Specimen source: a. Uterus, t&o uterus, bilateral tubes. Gross description: the fallopian tubes, each with fimbriae, measure 4.8 cm in length by up to 0.6 cm in diameter and 4.2 cm in length by up to 0.7 cm in diameter. The serosal surface of each is pink to tan and smooth and glistening. Hanging off of one tube by a 1 cm long by 0.1 cm diameter stalk is a cystic structure that measures up to 0.7 cm in greatest dimension. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: patient information, reporters, medical history, lab data, indication, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.